Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report number: 1627487-2014-10021. The patient (B)(6) received an scs system which included the ipg and one lead. It was reported the patient was no longer receiving effective therapy. The physician explanted the scs system and replaced it with a spinal modulation system. During the procedure, the physician observed that one of the port plugs for the explanted ipg was missing; however, he was unable to find it in the ipg pocket. The physician stated that he cannot be certain a port plug was placed during the original implant, but believes it was likely that there was. It was noted that there were no st. Jude representatives present for the procedure. Please note: add'l device info has been requested; however, no further info was available at the time of this report.